Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stereotactic guided vacuum assisted breast biopsy procedure using the encor probe. During the procedure, it was reported that the device jammed with the needle still inside the patient. It was further reported that the equipment has not performed the vacuum function. Reportedly, when the pedals were pressed, the equipment did not respond, and the needle could not be removed from the patient. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the alleged suction problem, failure to cycle and difficult to remove issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stereotactic guided vacuum assisted breast biopsy procedure using the encor probe. During the procedure, the device jammed with the needle still inside the patient. Although the equipment appeared to be performing the vacuum function, it was not. When the pedals were pressed, the equipment did not respond, and the needle could not be removed from the patient. It was further reported that the needle failed to close due to a vacuum issue. The procedure was completed using another device. There was no reported patient injury.